Event description:
(B)(4). It was reported that during a carotid artery stenting treatment procedure a dissection occurred. Angiography revealed a type b2 de novo lesion in the proximal circumflex artery. The reference vessel diameter was 3.0mm. Moderate calcification and severe tortuosity were identified. The target lesion was 15mm in length with 80% stenosis. Pre-dilatation was performed with a 2.5mm/20mm maverick 2 monorail device. A taxus liberte stent was unable to cross the lesion due to a shaft kink. Final angiographic evaluation revealed a residual stenosis of 80% and timi 3 flow. A grade d dissection was observed. No additional information is provided. The patient was discharged two days later without angina.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.